Manufacturer narrative:
This supplemental report is being submitted to provide review of the device history records (DHR), unique device identifier (UDI) number , customer response, updates , updated email and investigation conclusion. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the reported issue was not identified. The possibility of peeling due to device age deterioration . Device was manufactured in 2017. In addition, it was speculated that external forces such as strong rubbing of the area during normal use including reprocess have resulted in the reported issue. As stated on the IFU (instruction for use) the user manual states: inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, scratching, sagging, deformation, excessive bending, protruding objects or other irregularities. Olympus will continue to monitor complaints for this device.

Event description:
It is unknown when the issue was found.

Manufacturer narrative:
Evaluation determined that the device probe pink rubber was found with a tear, core was exposed. The ¿a-rubber" distal sheath was observed with pin hole and the ¿a-rubber¿ glue was observed with a crack. In addition, the control knob was observed with noise and was loose. The identified parts were replaced, device was repaired. Once completed, the device was tested and passed all required testing and specifications. Based on evaluation findings, the reported issue was confirmed. The root cause of the failure likely attributed to users maintenance and or handling issue. If additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that the device was found with damaged distal tip, gauge in ultrasound head. There were no further details reported regarding the event. No patient involvement reported. No user injury reported.